Event description:
Physician's office reported that a patient almost bled to death during a procedure. Office staff reported that the device, an electrosurgical generator, stopped working and was not cauterizing.